Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited intermittent atrial under-sensing. No intervention was reported, and the patient will continue to be monitored. There were no patient consequences noted.